Manufacturer narrative:
This MDR was generated under protocol (B)(4)., as a result of warning letter (B)(4). UDI information is unknown. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The pump was cracked on top case by the handle and on lower left front corner also cracked on right plunger case and battery door. Motor not running error was found during occlusion test. Error history log review found a motor not running alarm. The root cause of the reported issue was found to be a combination of motor bracket, worn gear, teflon washers, leadscrew and clutch halves were found old, dirty and worn out. The pump was over 10 years old. Actions were taken to mitigate the reported issue: replaced motor bracket, worm gear, delrin washer, leadscrew and clutch halves. Performed preventative maintenance and all functional testing which passed.

Event description:
It was reported that the pump had an alarms system failure. No patient injury was reported.